Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced in a secondary surgery due to a refractive error. It was stated that the patient''s visual preference was not communicated to the doctor resulting in a secondary procedure. It was stated that there was no incision enlargement and no patient complications reported. No additional information was provided.